Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c265; serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 11-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had limited movement in their legs after implant. It was unknown what led to the issue. Hours after implant, the patient wasn't moving their legs adequately so the hcp removed everything. No further complications were reported.